Event description:
It was reported that the motor device had ¿a hole in the cord, no wires are exposed." The reporter stated that the event did not occur during surgery. It was unknown if there were delays to a scheduled surgical procedure or if a spare device was available. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The reported condition could not be duplicated or confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.